Manufacturer narrative:
Age or date of birth: 18 to 40 years of age. Weight and ethnicity: unknown/no information. Date of event: article accepted october 11, 2020. Model number: unknown, not provided. Catalog number: unknown, not provided. Serial number: unknown, not provided. Expiration date: unknown as serial numbers were not provided. If implanted; give date: unknown/no information. If explanted; give date: unknown/no information. Manufacturer telephone number: (B)(4). Device manufacture date: unknown as the serial number was not provided. Device manufacture date: unknown as serial numbers were not provided. The device will not be returned for analysis. There was no model or serial number reported for this device. Therefore, no further investigation can be performed. If there is any further relevant information a supplemental medwatch will be filed. (B)(4). Citation: le, p. H., nguyen, m., humphrey, k. A., and klifto, m. R. (2021). Ahmed and baerveldt drainage implants in the treatment of juvenile open-angle glaucoma. Journal of glaucoma, 30(3), p. 276¿280. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review. Article: ahmed and baerveldt drainage implants in the treatment of juvenile open-angle glaucoma. A retrospective study was done to report the 1-year outcomes of ahmed and baerveldt tubes as the treatment for juvenile open-angle glaucoma at an academic institution. A total of 32 eyes from 25 patients was included in the study. Ahmed implants were used in 8 of the eyes, and baerveldt implants were used in 24. There were no failures were recorded for individuals who received a baerveldt implant. At 1-year follow-up, postoperative complication rate was 9.3%. Postoperative complications occurred in 1 eye who received baerveldt implants and in 2 of eyes who received the ahmed implant which included the revision of an implant due to erosion of overlying conjunctiva exposing the tube (n=1), and tube occlusion with vitreous that required vitrectomy with pars plana lensectomy (n=1). It is not specified if what complications occurred in the eyes implanted with baerveldt or the other product.